Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05092. It was reported that the burr became stuck on the rotawire. The target lesion was located in the proximal left anterior descending artery. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, when the catheter was removed from patient after a few runs, it was noted that the burr became stuck on the rotawire. The procedure was completed with another burr and a different wire. No patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the patient's condition was perfectly fine.